Manufacturer narrative:
The insulin pump passed functional testing, including the operating currents test, self-test, unexpected error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. No unexpected noise anomaly noted. The insulin pump monitored for several days and no blank display anomaly or display anomaly noted. All buttons functioning properly. No damage on lcd isolation tape noted. No damage in keypad assembly noted. We inspected on lcd connector and no unlocked connector noted. The insulin pump had cracked case at display window corner, belt clip slot and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump made a strange noise during a bolus and then shut off. The customer removed the battery, and inserted a new battery, and the display returned. The buttons were not responsive and the display turned off again.